Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting steps, including inspecting the cartridge o-ring and cleaning the pneumatic tap area. After initial attempts failed, the customer, with assistance, successfully filled and loaded a new cartridge, allowing them to complete the load process and resume insulin delivery.